Manufacturer narrative:
(B)(4). Concomitant medical products: shell porous with cluster holes 58 mm o.d., cat: 00620005822, lot: 00369650; bone screw self-tapping 6.5 mm dia. 20 mm length, cat: 00625006520, lot: 61341891; femoral head sterile product do not resterilize 12/14 taper, cat: 00801803201, lot: 61366830; liner 10 degree elevated rim 32 mm i.d. For use with 58 mm o.d. Shell, cat; 00631005832, lot: 61039560. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01571, 0002648920-2017-00179, 0002648920-2017-00180 & 0002648920-2017-00181. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported that the patient's right hip was revised approximately seventeen years post-implantation due to loosening and pain. No delay was reported. Medical records indicated that the patient experienced pain, ambulation difficulty, irritability, gait, positive trendelenburg, and aseptic loosening.